Event description:
The pt was implanted with a left ventricular assist device. Approx 10 months post-implant, the pt reported a single red heart alarm and another one the following day. Low speed events occurred the next few days. A field repair was performed by the MFR's technical service personnel to replace the distal end of the percutaneous lead. According to add'l info provided, the percutaneous lead was accidentally caught on a door handle approx one month prior and was suspected to be the cause of the subsequent red heart alarms.

Manufacturer narrative:
The pt remains on lvad support with the pump and no further issue have been reported since the field repair. The pump remains implanted and in use by the pt; however, the section of the percutaneous lead (approx 6.5" long) removed during the field repair was returned for eval. Examination of the returned portion of the percutaneous lead revealed breakdown of the braided shield adjacent to the terminus of the connector bend relief. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts; however, visual inspection of the wires found a breach in the black wire insulation approx 5" from the metal connector and the inner conductors were exposed. The area surrounding the black wire breach appeared crushed and the insulation showed impressions from the braided shield. Examination of the adjacent wires found similar crushing of the brown wire and the insulation also showed impressions from the braided shield, but the inner conductors were not exposed. If the exposed conductors of the black wire contacted the braided shield while the pt was supported by a tethered power source, the resulting short to ground would have caused the reported red heart alarms and low speed events. The observed wire damage appeared to be the result of mechanical trauma which is consistent with the pt reportedly catching the percutaneous lead in a door handle. A review of device history records showed no deviations from mfg or qa specs. No further info is available. The MFR is closing it's file on this event. See scanned page.